Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen. 3 results from six patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The physician questioned the result prompting the rerun of the patient sample. The initial result was 7%. The repeat result was 6%. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The customer stated that the issue has been resolved with new calibrations of a new reagent lot. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the customer's action (reagent replacement of new lot and calibration) resolved the issue.